Event description:
It was reported that, the system 98 intra-aortic balloon pump (iabp) unit is leaking helium.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The aware date(g3) reported in follow-up report 2 was submitted incorrectly. The aware date should read: 08aug2023.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit is leaking helium.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b5, d1, d4(model#, catalog# & UDI#), g4. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.